Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for investigaiton, the pump was found to have a damaged pcb board due to fluid ingress. The pump could not be tested because of this.

Event description:
The initial reporter stated that the pump was alarming an error code whenever they closed the pump door. They stated that with the door open the pump would alarm no food instead of the expected alarm of shut door. The initial reporter stated that there had been no adverse effect to the patient due to the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was alarming an error code whenever they closed the pump door. They stated that with the door open the pump would alarm no food instead of the expected alarm of shut door. The initial reporter stated that there had been no adverse effect to the patient due to the complaint. (B)(4).